Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen with moisture) issue. The reporter alleged that the display screen was blank and had moisture behind it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/05/2017 with the following findings: during investigation, visible moisture was found on the display. The pump was not able to power up. A leak test failed due to a leak from the pump case crack. The pump was opened to find moisture corrosion on the printed circuit board, motor assembly, piezo, and battery housing. No moisture was found in the battery compartment.